Manufacturer narrative:
Patient age at time of event: early 50's. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00080. It was reported an error message occurred during aspiration and the patient needed to be intubated. The physician selected the use of an angiojet® solent¿ omni catheter in a bilateral deep vein thrombosis (dvt)procedure where the patient had a clot which started in the "idc" and went all the way down the iliac. The catheter was primed and advanced to the treatment site. Aspiration was started and a saline error occurred so they tried to reset the catheter. They hit reset and reprimed the catheter multiple times but the error kept occurring. The device was switched out for another solent omni catheter, started aspiration but they were getting the same error multiple times. At this time it was noticed that there was water in the tray on the console and upon examining both catheters they realized that there were holes in the bladder of the pump on both catheters. The procedure was aborted for the day. The patient was intubated. The patient as brought back down the next day and they used a zelante catheter and that worked fine. No complications were reported. The patient was stable.